Manufacturer narrative:
From the document review of the lot involved (1112874- (B)(4) items produced) no anomalies were found. It is the first breakage of this code and lot. Further investigation is on going and a follow up will be submitted in case of new outcomes.

Event description:
Imp - (B)(4).